Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the left valve of the heater cooler was leaking during the heating cycle. The user reported the device would not hold water. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were not adverse consequences to the pt as a result of this event.